Manufacturer narrative:
Device analysis: device analysis confirmed that it was not possible to deploy the stent. Examination of the device noted that it was returned severely damaged with section of guidewire measuring approximately 52mm protruding out through the device tip. A section of guidewire measuring 262mm was removed from the dissected inner lumen, and a section measuring 34mm remained in the inner lumen and could not be removed. The inner lumen was severely damaged distal to the stainless steel shaft for a distance of 15mm and there were several kinks along its length. Visual examination noted that the outer sheath was slightly retracted from the tip. Some of the distal stent wires were perforating the outer sheath. The outer sheath was circumferentially torn proximal to its distal end. The braid wire protruded and appeared bunched up where the outer sheath was torn at 230mm proximal to its distal end. A slight bend was noted in the stainless steel shaft. The shaft of the device was dissected proximal to the mounted stent. The tip of the device was withdrawn distally and the stent deployed. Examination of the stent cup and holder found no issue. Some of the distal stent wires were uncrossed and damaged due to the perforation of the outer sheath. A review of the manufacturing records for this particular batch # 8214715 was carried out. No non-conformance reports or any other documentation have been raised against this batch for any of the above issues, indicating that the device met its material, assembly and product specifications, at the time of release to distribution. The exact root cause of the damage noted cannot be determined.

Event description:
Reportable based on analysis approved 18 april 2007. It was reported that during an iliac artery angioplasty / stenting treatment procedure, stent deployment difficulties were encountered. "After introducing the stent inside the guide catheter, [the physician] placed the stent on the lesion and the stent wasn't deployed. He tried two other times, but the stent didn't deploy." The procedure was completed with another of the same device. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good."